Event description:
Shoulder revision surgery, reason unknown.

Manufacturer narrative:
No information supplied on reason for surgery, part number, or lot number. Encore continues to request this information, and will provide it if it becomes available. This is the final report.